Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, severely calcified and 90% stenotic proximal left anterior descending artery. The physician advanced the 2.75x15mm quantum maverick balloon to the lesion and inflated it to 16atms on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is reported as "fine".

Manufacturer narrative:
.